Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015.¿ date of implementation of UDI in manufacturing.

Event description:
It was reported that the ventilator system generated expiratory flow meter and communication errors during use. There was no patient harm. Manufacturer's reference #: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the air gas module was defective and in need of replacement. Replacement of the defective part solved the issue. No log files have been provided. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). The replaced part has not been returned. According to the received information, the cause of the issue has been determined and was related to defective gas module.